Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been in disconnected mode and was not online in remote smart service. A field service engineer (fse) found that none of the drawers had been showing up for access, everything had failed. The fse pulled out the station and checked the internet connection, finding the cable plugged into the wrong port. The fse moved it to the correct port, powered down the station, reseated all drawers and the communication sled, and then powered the station back up. All drawers were detected and the station was communicating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnect mode and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.